Event description:
It was reported that the right atrial (ra) lead was "non-functional" and had undersensing. The ra lead discriminators were turned off. The ra lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.